Event description:
It was reported that this pacemaker exhibited premature battery depletion shortly after initial implant. Subsequently, the patient underwent a revision procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.